Manufacturer narrative:
(B)(4). The complaint for overprime - leak out of patient line was confirmed. The cause was determined to be use error-a solution bag was stacked onto the heater. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
During follow up on a reload set 201 alarm it was discovered that solution leaked out from the top of the patient line during prime. The care giver (cg) stated that this occurred while they were on vacation and that because there was little room for the setup, he placed the solution bag on top of the heater bag. The cg was advised this may have contributed to the over prime. The cg advised that the home patient (hp) was able to resume therapy successfully with new supplies. Per the cg the hp was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.